Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/19/2016. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on 2001, and a mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.